Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced high estimated flows associated with pulsatility index events, and 3 episodes of transient elevated pump powers. The episodes were also associated with a grinding/washing machine sound heard on auscultation of the lvad. A transesophageal echocardiogram showed no evidence of inflow or outflow obstruction and the inflow conduit was well positioned. Additionally, no suction of the left ventricle was detected. Pump thrombosis was suspected and the patient was therapeutically anticoagulated until (B)(6) 2015 when the patient was returned to the operating room for thrombus. On (B)(6) 2015, the patient developed right radial thrombus. On (B)(6) 2015, the patient was positive for heparin-induced thrombocytopenia (hit) and was started on argatroban. The patient also had positive staphylococcus epidermidis bacteremia. It was also reported that the patient had been using a modified power module patient cable due to a previously unreported driveline fracture. According to the vad coordinator, there were no known events that had caused the driveline damage. The patient was not a re-operative candidate for pump exchange due to heparin-induced thrombocytopenia and acuity. It was reported that the patient ultimately expired on (B)(6) 2015 due to pump stoppages secondary to thrombus.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the suspected thrombus could not be determined and the reported driveline fracture could not be confirmed. The evaluation of the submitted log file identified motor stops due to motor stop commands received. No unexpected motor stops were identified. The log file did not identify events consistent with the reported driveline fracture. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.